Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A visual inspection found peeled outer layer on the surface of the balloon. Therefore, the investigation is confirmed for peeled outer layer. However, no unraveling of fibers or fiber disturbance of any kind was noted on the device. Therefore, the investigation is unconfirmed for any unraveled fiber material. The definitive root cause for the identified peeling outer layer or reported unraveled material could not be determined based upon the available information. An investigation is currently open to address the peeling outer layer issue. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly had unraveled fiber material. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly had unraveled fiber material. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.